Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a calibration error and change sensor alert. He also reported that his insulin pump went into threshold suspend. The customer also reported differences between his sensor glucose and blood glucose readings. Customer's blood glucose reading was 175 mg/dl an sensor glucose reading was 73 mg/dl. No additional information provided.